Manufacturer narrative:
Continuation of d10: product ID 8711 serial# (B)(6) implanted: (B)(6) 2004 explanted:(B)(6) 2024 product type catheter product ID 8711 lot# serial# (B)(6) implanted: (B)(6)2005 explanted: (B)(6) 2024 product type catheter product ID 8596sc serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 8711, serial/lot #: (B)(6), ubd: 28-jul-2006, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(6), ubd: 08-mar-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 2 mg/day) via an implanted pump. It was reported that intra operatively the hcp was unable to aspirate the catheter. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The catheter was replaced with a newer model catheter. It was noted that the hcp was unable to remove all of the spinal segment of the old catheter. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.